Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter reported that the bolus was not being captured properly in history. Troubleshooted previous issue patient called and reported and during the troubleshooting of occlusion alarm requested patient perform bolus from pump with occlusion reoccurring. Patient perform bolus without occlusion reoccurring. Requested patient check history, bolus not recorded in history, no time and date issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: the pump's history verified that the pump was recording boluses accurately. The pump passed a delivery accuracy test. The alleged issue could not be duplicated.